Manufacturer narrative:
Philips has investigated this complaint. Additional information received indicated that the reported issue occurred while the system was in clinical use. The procedure was completed as planned after a system restart. No harm to the patient or user was reported. A philips field service engineer (fse) inspected the system onsite and found that the emergency stop had been unintentionally activated by the user. No system malfunction had occurred, the system successfully passed all required testing. The system was functioning as intended and was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's c-arm was unable to perform geometry movements. No harm to the patient or user was reported. Philips has started an investigation of this complaint.